Event description:
It was reported that a small volume infusor underinfused. The total fill volume was 100ml. The device was filled with 60 ml fluorouracil (5 fu) and 40 ml saline (non-baxter drugs). 100ml was expected to be delivered over 46 hours. However, after 46 hours, an unknown amount of fluid remained in the reservoir of the device. This occurred during patient use, however, no medical intervention was required. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between july 14, 2014 ¿ july 15, 2014. Evaluation summary: the device was received for evaluation. Visual inspection showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was conducted and the flow rates were found to be within the specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.